Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a 16 x 3.00mm promus premier select stent delivery system (sds), batch #32093745. A visual and tactile examination of the hypotube shaft identified a break 23.5cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.

Event description:
Reportable based on return device analysis completed on 31may2024. It was reported that device was unable to cross the lesion. The severely calcified and severely tortuous target lesion was located in the left anterior descending coronary artery (lad). A 16 x 3.00mm promus premier select stent balloon expandable was selected to treat a lesion. During the procedure, device was unable to cross the lesion site due to calcification. The procedure was successfully completed, and no patient complications were reported. However, return device analysis revealed device hypotube detached/separated.